Manufacturer narrative:
Customer had failing qc in 2007, but it is unknown if there was passing qc prior to running patient results. System check data was not provided. The specimen was collected in a lithium heparin, pst tube. A field service engineer (fse) was dispatched to the customer's lab: the fse recalibrated accu tni, performed qc using a new lot of accu tni reagent and obtained passing results. The fse conducted precision run and results passed within specifications. The fse verified instrument per established procedures. A clear root cause has not been identified for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc., (bci), regarding elevated troponin (accu tni) results that were generated by the unicel dxi 800 access immunoassay system. The customer indicated that three (3) patients were affected. However, an example for only one (1) patient was provided. The initial accu tni result was 0.85ng/ml. On the same day, the original sample was retested twice and the repeated results were: 1.89ng/ml and 0.44ng/ml. The erroneous results were not reported out of the lab. The customer did not receive any report of change to patient treatment, or patient injury requiring medical intervention attributed or connected to this event.